Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported receiving a motor error alarm on the insulin pump. Customer's mother stated that the error alarm occurred during bolus. Customer's mother did not recall any significant events leading up to the error alarm. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.